Manufacturer narrative:
An event regarding periprosthetic fracture involving a secure-fit max 127 hip stem #8 was reported. The event was not confirmed due to the minimal information received. Method & results: -device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not returned. -medical records received and evaluation: not performed because no medical records or x-rays were made available for evaluation. -device history review: devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: based on the device identification the complaint databases were reviewed for similar reported events regarding periprosthetic fracture. Lot ID and sterile lot referenced no other events. Trend detection will be conducted quarterly conclusions: no further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient experienced proximal femur fracture/stem subsidence resulting in removal of implants.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Hospital retained implants.

Event description:
Patient experienced proximal femur fracture/stem subsidence resulting in removal of implants.